Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 60 mg/dl and the insulin pump went into threshold suspend while he was at the gym working out but his blood glucose was 114 mg/dl. Later at night blood glucose was 230 mg/dl but the sensor reading was 60 mg/dl. Customer received a calibration errors and a change sensor alert. Last blood glucose value was 263 mg/dl. Customer stated that the sensor only lasted about 20 hours and had to change it. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications, however performed the bicarbonate buffer test and the sensor failed due to high readings. Unable to confirm the insertion needle complaint due to the insertion needle was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.